Event description:
It was reported by service report that the scale was not reading accurately. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: malfunctioning scale due to a faulty foot-end right load cell.